Manufacturer narrative:
A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2024-71229, 2017865-2024-71231, 2017865-2024-71234. It was reported that the patient presented to the emergency room with a pocket infection and erosion. The device and leads were visible from the opened incision site of the implanted device pocket, with drainage. The patient was experiencing pneumonia and confusion. The implantable cardioverter-defibrillator (ICD) was explanted. The right atrial lead, right ventricular lead, and left ventricular lead were ligated. The patient remained in stable condition.

Manufacturer narrative:
The lead was returned without a complaint. A partial lead (connector portion) was returned in one piece. Electrical testing, visual and x-ray examinations did not find any anomalies except for procedural damage.